Event description:
Device will not switch on with new pad-pak 01 a3144. No status indicator or leds. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 450p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 450p passed ¿out qat from heartsine technologies on the 8th may 2015. Information from the device memory shows the device had been installed and successfully power cycled on the 21st march 2018 and performed successfully weekly auto self-tests up to the 25th november 2018. There was then one further log entry prior to receipt at heartsine, recorded on the 18th january 2019 during an auto self-test. The returned pad-pak (lot a3144 2023-05-01) was only dispatched from heartsine on the 16th january 2019. The reported issue therefore relates to the user being unable to install this new pad-pak within the device. During investigation, device was successfully power cycled multiple times throughout the investigation with the returned pad-pak installed. Furthermore, no measurable fault was identified on the unit and no abnormalities were found on the pad-pak which would impede its installation. The pad-pak may therefore have been incorrectly seated within the device during installation. The device was temperature cycled between 0-50°c with the returned pad-pak installed for 48 hours. Additional stress testing was carried out at 50°c 95%rh while performing self-tests for 5 days. This combined testing equates to approximately 9.5 years of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 450p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device will not switch on with new pad-pak 01 a3144. No status indicator or leds. There was no patient involved in this event.